Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The returned guide wire was intentionally shaped but without kink or deformation. Longitudinal, liner abrasion of the ptfe coating was observed approximately 35-130 cm distal to the proximal wire end. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into a metal introducer and made to contact the introducer edge. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that ptfe coating was damaged by strong friction occurred when the edge of a metal inserter point contacted the shaft of the returned guide wire. There was no indication of product deficiency. Although no patient adverse effects were reported, a possibility that the coating fragments(s) might be left in situ could not be completely ruled out. Introductions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi guide wire peeled off during a pci to treat a heavily calcified cto in the distal segment of the looped rca #2-3. The guide wire was used as a buddy wire for stenting the distal #3. After deploying a stent, ivus was performed when peeling of the ptfe coating of the guide wire was noted. No particular intervention against peeled ptfe coating was taken. The pci was resumed and completed without problem. The patient was problem-free after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.